Event description:
It was reported that prior to implant, when connecting the competitors lv lead to the device, low pacing lead impedance was observed. Further testing with the system analyzer resulted in in-range impedance measurements. The physician elected to implant the device.